Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing intermittent and inadequate stimulation. The patient underwent a revision procedure wherein the leads and ipg were replaced per physician's preference. No device malfunction suspected. The patient was doing well post-operatively. Additional suspect medical device component involved in the event: model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.